Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was informed to continue using the pump and to contact support if the issue returned.